Manufacturer narrative:
This report is submitted on april 7, 2022.

Event description:
Per the clinic, the patient experienced a skin flap necrosis (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced an infection at implant site and was subsequently treated with oral and topical antibiotics. The implanted device remains. Correction: b4 (date of this report) and g3 (date received by manufacturer) was reported incorrectly in the previous report. The correct b4 (date of this report) and g3 (date received by manufacturer) should have been (B)(6) 2022. This report is submitted on may 06, 2022.